Event description:
Discrepant advia centaur bnp and tsh results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant bnp and tsh results.

Manufacturer narrative:
This event was due to an operator error. The operator had repeatedly opened and closed reagent door without allowing reader unit to complete scanning. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specifications. No further eval of the device is required.